Event description:
It was reported that after a gastric bypass procedure, display showed handpiece error procedure was completed with same like device. No further information is available. There was no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.(B)(4).

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed.

Manufacturer narrative:
(B)(4). Additional information the instrument was received in good condition. The device was tested on a gen11 and was fully functional. No alert screens were displayed during the functional testing.